Event description:
It was reported that the battery voltage was lower than expected. When checked in the office, the battery voltage measured 2.62v on (B) (6) 2009. Battery voltage in (B) (6) 2009 had been 2.99v. The device remains implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that the battery voltage was lower than expected. When checked in the office, the battery voltage measured 2.62v on (B)(6) 2009. Battery voltage in (B)(6) 2009 had been 2.99v. The device remains implanted. No patient complications were reported as a result of this event. The device was later explanted and replaced due to eri (elective replacement indicator).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2009, the battery voltage taken in office was 2.62v and the daily measurement was 2.95v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2009, the battery voltage taken in office was 2.62v and the daily measurement was 2.95v. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.